Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: no information. Additional information received by phone from applied medical representative on 05apr22: patient status: no patient injury. The clip cross itself or don't close correctly in their distal part. During the procedure, more than 6 clips were used. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, where all clips fired and closed properly. Therefore, the complainant¿s experience could not be replicated as the event unit passed functional testing and there were no visible non-conformances. Based on the condition of the returned unit and the event description, the root cause of the reported event could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section b5 is being updated as the intervention method was unknown at the time of initial medwatch # submission.

Event description:
Procedure performed: cholecystectomy. Event description: no information. Additional information received by phone from applied medical representative on 05apr22: patient status: no patient injury. The clip cross itself or don't close correctly in their distal part. During the procedure, more than 6 clips were used. Intervention: endoloop suture, operating time extended slightly. Patient status: no patient injury.